Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event summary: the patient data files showed at least eight applications were performed with catheter 2af283/59405-89 on the date of the event, there were temperature and flow problem in first application and from the application number three, all the injections were non-sustained more for than maximum nineteen seconds. Additionally, the patient data files showed at least six applications were performed with catheter 2af283/18295-59 without any issues on the date of event. Visual inspection of catheter 2af283 / 59405-89 showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for eight injections. Dissection showed a guide wire lumen kink at 1.3465 inches from the tip of the catheter. Pressure test did not show leaks. The catheter failed the performance test due to system notice (#(B)(4)) received indicating that the safety system detected a compromised outer vacuum. Dissection and pressure tests showed a leak at 0.5 psi check valve in the y-block and a leak through the pull wire guide on the y-block. In conclusion, the reported gwl kink issue has been confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink, leak at 0.5 psi check valve in the y-block and a leak through the pull wire guide on the y-block. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the injection tube inside the balloon catheter was severely bent. The balloon catheter was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event. (B)(6) 2018: the device was returned to the manufacturer, analyzed, and tested out of specification.